Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona.

Event description:
It was reported that a patient experienced a possible allergic reaction after the use of zelgan impression material. The symptoms reported include exo-oral and intra-oral lesions, such as ulceration, scaling or burning.